Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.  Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Customer used an alternate usb cable and the pump charged successfully. The customer¿s blood glucose level was 126 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.